Event description:
The customer reported that her blood glucose was 117 mg/dl, and she received a sensor reading of 54 mg/dl. An unexplained re-initialization reportedly occurred after inserting the sensor. Troubleshooting was performed and the customer replaced the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.